Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with ventricular lead noise, which was confirmed in clinic. A lead replacement procedure was performed due to incomplete breaking of the lead. The lead was capped. The patient was stable.